Manufacturer narrative:
(B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the fast-fix 360 curved device. A backup device was used to complete the surgery. Surgery time delay was less than 30 min. Both implants were removed from the patient. No injury or complications were reported.

Manufacturer narrative:
Visual assessment of the device shows no t¿s or sutures remain on the inserter. No damage to the inserter was noted. The described failure is most likely related to the distance between the deployed t1 implant and the needle tip. The suture length may allow the user to deploy the 2nd implant prematurely if the trigger is advanced prematurely or if the needle is pulled back too far from the site. No patient risk is associated with this type of event. No deficiencies were identified within the device history review for this production lot. Complaint history review identified no additional complaints for this lot.